Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks. An implantable cardioverter defibrillator (ICD) interrogation showed 16 episodes were detected in the ventricular fibrillation (vf) zone, and anti-tachycardia pacing (atp) and high-voltage therapies were delivered. It was suspected that therapies were inappropriate for possible rapid ventricular response with an atrial arrhythmia in progress at the time of therapy. The interrogation also showed oversensing and undersensing on the right atrial (ra) lead, and a previous failed atrial lead position check was observed. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's oral mediation were changed and the patient was going for atrial fibrillation (af) ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.